Manufacturer narrative:
A visual examination under magnification of the returned driver was performed. Torsional and oblique fracture patterns were found, a torsional fracture pattern likely indicates an excessive twisting load (torsion), while the oblique fracture pattern likely indicates some side loading (bending) was also approved to the hex tip. The driver is not designed to withstand significant side loads and should only be used with torsional loads. Hex tip breakage may occur when excessive force is applied ot the driver during use to overcome increased resistance. Additional MDR's associated with this event: 3025141-2017-00161: screw.

Event description:
A 1.5mm driver tip broke while the surgeon was inserting a 2.3mm locking screw. Broken driver tip remains in the implanted screw.